Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Implant date of ins confirmed. Cause of ¿no longer felt paresthesia in her legs¿ was not confirmed.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that the patient attended the clinic and was concerned as she had a fall in (B)(6) 2024 and no longer felt paresthesia in her legs but mostly around her hip. X-ray was done and showed no lead migration. The device was re-programmed and she was happy with the coverage and stimulation. Etiology was reported as a causal relationship of the event to the device or therapy, not related to the implant procedure, and due to programming. The final programming date and time for the most recent interrogation prior to event was (B)(6) 2024. Diagnostic methods listed that the patient reported no longer feeling paresthesia in their legs as of (B)(6) 2024. The interventions taken were that the device was reprogrammed on (B)(6) 2024. The event resulted in an unscheduled clinic or office visit. The clinical diagnosis was loss of efficacy. The outcome was noted as resolved without sequelae 2024-jun-25.

Manufacturer narrative:
G2: the country of the event is gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.